Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core was intact. The balloon catheter was returned advanced over the guide wire. There was 32 cm of the distal end of the guide wire extending from the balloon catheter tip. There were two bends in the tip, 3.5 mm and 7.5 mm proximal to the tip ball which is consistent with interaction with the lesion anatomy and/or other device as no damage was reported during inspection prior to use. The balloon catheter used in the procedure was returned with crystallized contrast in the inflation lumen and in the balloon. There was a bend in the hypotube, 36.3 cm distal to the train relief tubing. Analysis also noted that there was an unknown piece of clear soft material, 2 mm in length and wrapped around the guide wire coils, 8.8 cm distal to the proximal solder. Chemical analysis of the unknown piece of clear soft material results were inconclusive; therefore, the contaminant remained unknown. The outer diameter of the guide wire at the unknown material was measured with a laser micrometer and did not meet manufacturing criteria due to the unknown material on the coils. Since the unknown material on the guide wire was not reported in the incident information, the unknown material may have occurred during the procedure, post procedure or packaging/handling during shipment to abbott vascular for evaluation. Analysis did not confirm the reported inability to remove the balloon catheter over the guide wire as the balloon catheter was removed from the guide wire and backloaded through the returned balloon catheter with no resistance noted. An attempt was made to measure the outer diameter of the guide wire with a hole gauge but the hole gauge would not advance past the unknown material on the coils. After using tweezers to remove the unknown material from the coils, the distal end of the guide wire including the proximal solder was advanced through a hole gauge and met manufacturing criteria. The outer diameter of the core up to the proximal solder was measured with a laser micrometer and met manufacturing criteria. The inner diameter of the tip and guide wire lumen of the balloon catheter were measured and met manufacturing criteria. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it is possible the unknown substance on the guide wire contributed to the reported difficulties; however, since the material was not reported in the incident information and the catheter was able to initially advance over the guide wire, it is possible the material came in contact with the guide wire during packaging, handling and return to abbott vascular for evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for difficulty to remove for this lot. A conclusive cause for the reported resistance of the balloon catheter over the guide wire could not be determined and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc dilatation catheter (part#1011758-15/lot#0110861) is being filed under a separated manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the voyager nc was advanced over the ht advance guide wire and was used to successfully treat the lesion. During removal, the balloon became stuck on the guide wire and both devices were removed from the patient as a unit. Another guide wire was used with a stent to complete the case. No patient effects were reported. No additional information was provided.